Manufacturer narrative:
The customer¿s report of sprinklers turning on during infusion did not result in any adverse effects on the alaris devices. Review of the pcu error log showed no errors were recorded regarding channel disconnect, power failure, or communication. Review of the pcu event log showed, prior to the date the issue was reported, the pcu was in use (B)(6) 2019 in the med-surg/tele profile. Review of the logs showed no record of device issues as a result of the devices getting wet from sprinklers inspection of the returned devices showed evidence of dried fluid ingress and debris on and in the devices testing showed the devices were operating within specification the event administration sets were not returned for investigation the device was being used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that sprinklers came on during infusion with two pumps and pcu. There was no information received from customer regarding smoke or fire emitted from the pumps. There was no patient involvement with the occurrence just the sprinkler system went off and the unit was soaked the patient was receiving medication intravenously, but with no ill affects.